Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq lvp was displaying different values during auto-programming that were creating a visual mismatch to nurses and showing different values on different screens found during multiple steps. When sending the zosyn order from epic to novum, the order "received" screen is displaying the rounded dose of 3.38 g/110 ml, even though the dose in the library and in epic is 3.375 g/110 ml. After accepting the order and going to the "review" screen the concentration field shows the drug concentration (3.375 g/110 ml) correctly, however still continues to display the "amount" as 3.38g. This is creating an issue with the nurses saying there is a "mismatch" when in reality there is not. There was no report of patient injury or medical intervention associated with this event. No additional information is available.